Event description:
Philips received a complaint from the customer on the v60 device indicating that the accept button was not functioning. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer advised the customer to refer to the service manual for troubleshooting instructions and provided the part number of the switch printed circuit board assembly to order and replace.

Manufacturer narrative:
The customer replaced the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.